Manufacturer narrative:
Upon further review, h6 (investigation findings) and h6 (investigations conclusions) were updated to better reflect the investigational results. It could be determined that the issue is related to the bonding process during the device manufacturing.

Manufacturer narrative:
Added information to section h6 (type of investigation) updated section h6 (component code), h6 (investigation findings) and h6 (investigations conclusions). Finally, the device was not available for evaluation despite due diligent attempts. Without return of the product, a complete investigation of the reported event is unable to be performed. Nevertheless, images were provided for review. Based on the image evaluation, the report of "vamp tubing detached" was confirmed. First image showed a tyvek pouch from reported model and lot number and other two images showed what appeared to be pressure tubing detached from vamp reservoir bond joint. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Corrective actions are being implemented in order to eliminate the cause of the non-conformity and prevent recurrence of this type of complaint. There are manufacturing controls to avoid potential causes related to the reported malfunction.

Event description:
As reported, during blood sampling with this pressure monitoring set, the vamp tubing detached. The tubing could not be reassembled as it was completely detached. It was noted that this issue has occurred previously. There is no allegation of patient injury. The device was available for evaluation. Patient demographics were not provided.

Manufacturer narrative:
As reported, during blood sampling with this pressure monitoring set, the vamp tubing detached. The tubing could not be reassembled as it was completely detached. It was noted that this issue has occurred previously. There is no allegation of patient injury. The device was available for evaluation. Patient demographics were not provided.